Manufacturer narrative:
(B)(4). Date sent: 2/16/2024, b3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # 180c94. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 180c94, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a minimally invasive esophagectomy, the first stapler fired but wouldn't open. They had to manually crank to open jaws after override/home button didn't work. The second stapler wouldn't close with reload in it. Device was not used and was set to the side. There was a delay during procedure. Procedure was completed with a new device with no patient harm.